Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that following implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), post operative testing identified a flat signal when programmed to primary vector. Signals were appropriate in alternate and secondary vectors. A boston scientific technical services consultant discussed potential reasons for the reported clinical observation. The consultant recommended x-rays to attempt to identify if there is air at the xiphoid or a possible connection issue. X-ray results did not identify any cause of the clinical observations as everything appeared normal. The patient was admitted to the hospital overnight and no further signs of noise or air entrapment were identified on the subcutaneous electrograms (secgs). The device was programmed to secondary vector and sensing will be re-evaluated at the patient's follow up visit. No additional adverse patient effects were reported.